Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2026, the cgm reading was 200 mg/dl, and the patient experienced being disoriented and confused. A fingerstick was taken by the patient¿s daughter and the cgm reading was 200 mg/dl, and the blood glucose reading was 40 mg/dl. A family member gave juice and subsequently brought the patient to the emergency department for further evaluation. At the emergency department, the patient¿s blood glucose level was checked again, but the exact value could not be recalled. The patient was treated with intravenous fluids, dextrose, and saline. Due to her altered mental status, she underwent multiple diagnostic laboratory tests to rule out a possible stroke. No further medication was documented, and the patient was discharged after 3 to 4 days. At the time of discharge, the blood glucose reading was approximately 120 mg/dl. Following discharge, the patient required rehabilitation for a couple of months, but no further information was available regarding this. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.